Event description:
A pt reported experiencing inaccurate erratic results with an otb meter. The pt's blood glucose results were 16, 88, 104 mg/dl and second set of 120, 106, 92, 50 mg/dl. Tests were done within 11-20 minutes with a difference of 52 mg/dl and 34mg/dl. Pt did not experience any adverse events. No further info has been reported.